Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring 168 ohms when programmed rv coil to pg. Technical services discussed that shock lead impedances have been rising and discussed the need for further testing. At this time, the lead remains in service. No adverse patient effects were reported.